Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm several times during fill 4 of 4 of treatment and the treatment was cancelled. As the patient contact was removing the cassette and lifted it from the latch, no more than a cup/4oz of fluid spilled out from the back of the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid had collected at the bottom of the pump modules and leaked from the door when the cycler was tilted at the end of treatment. The patient contact captured the fluid with a towel. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) to drain in the absence of the cycler. The patient contact confirmed that the patient left the door open to dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. The complaint product sample was visually inspected and during the inspection with the microscope, a cut was found in the cassette film. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The alleged event was confirmed with complaint product evaluation; however it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm several times during fill 4 of 4 of treatment and the treatment was cancelled. As the patient contact was removing the cassette and lifted it from the latch, no more than a cup/4oz of fluid spilled out from the back of the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid had collected at the bottom of the pump modules and leaked from the door when the cycler was tilted at the end of treatment. The patient contact captured the fluid with a towel. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) to drain in the absence of the cycler. The patient contact confirmed that the patient left the door open to dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.